Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, the cable was damaged (no exposed metal wiring), and the device was out of calibration. The device has not yet been repaired; however, the repair has not yet been completed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: south africa.

Event description:
It was reported that prior to the surgery's start, the motor continues to run even when the safety button is activated. There was no patient involvement. During device investigation, it was discovered that the motor speeds were unstable. Due diligence is complete, no further information is available.